Event description:
It was reported that our of range high impedance was observed. Lead was explanted and replaced. Analysis of the ICD found the cause of the reported anomaly to be a broken can wire.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: analysis was normal. No anomaly found.